Event description:
It was reported that during a training, the autopulse platform displayed a "system error, revert to manual CPR" message upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/18/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the load plate cover was damaged. From the condition of the platform, the damage appeared to have been due to wear and tear. An autopulse lifeband (lot #50613) and li-ion battery (s/n (B)(4)) were also returned along with the platform. The lifeband and li-ion battery had no physical damages. Please note that there were no alleged deficiencies against the lifeband and li-ion battery. The reported complaint was confirmed during functional testing with a large resuscitation test fixture (lrtf). During compression testing, the platform made a grinding noise, then stopped and displayed a "system error - out of service, revert to manual CPR" message. Further inspection identified that this "system error" message was caused by a defective system processor board and integrated encoder gearbox. Load cell characterization testing was also performed proactively, which found that a single point load cell was not functioning properly. The load cell was replaced to address this finding. Unrelated to the reported complaint, it was determined that the returned lifeband was not locking and clipping onto the channel assembly of the platform and subsequently falling off the channel. The platform's die cast channel assembly was replaced to remedy this issue. After replacement of the system processor board, integrated encoder gearbox, load cell and die-cast channel assembly, the platform was re-evaluated and passed all functional test requirements. The returned li-ion battery (s/n (B)(4)) was also functionally tested and passed all test criteria. The platform's archive was reviewed and found that there were no user advisories or warnings on the reported event date of (B)(6) 2015. However, the reported "system error" message was seen on (b)(46) 2015. Based on the investigation, the parts identified for replacement were the load plate cover, system processor board, integrated encoder gearbox, single point load cell and die-cast channel assembly. In summary, the reported complaint of the platform displaying a "system error" message was confirmed during functional testing as well as platform archive review. The "system error" message was attributed to a defective system processor board and integrated encoder gearbox. Load cell characterization testing was performed and found a defective single point load cell. Functional testing also found that the lifeband was falling off, which was attributed to the platform's die-cast channel assembly. Both of these issues are unrelated to the reported complaint. Following service, including replacement of all identified defective parts, the device passed all testing criteria.